Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notifier, after which the patient experienced nausea for some time. Upon interrogation, it was discovered the implantable cardioverter defibrillator was in backup operation. Programming changes reverted the device back to normal settings, after which the patient was reported to be stable.